Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with anemia, melena, and decreasing hemoglobin and was diagnosed with lower gastrointestinal bleeding. A video capsule study revealed a duodenal ulcer, after which anticoagulants were held and proton pump inhibitors (ppi) were started. The patient later experienced another drop in hemoglobin, fatigue, and dark stools. An esophagogastroduodenoscopy revealed no anomalies and there was no sign of the previously-identified ulcer; anticoagulants were held again and the patient received intravenous (IV) iron. The patient received a blood transfusion on both occasions. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and additional information, updated b5 and h6. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post discharge the patient had a drop in hemoglobin (hgb), fatigue and dark stools. The patient was hospitalized, and fecal occult was positive. An esophagogastroduodenoscopy (egd) was performed and results were negative, previous ulcer was not visualized. Anticoagulants have been held and intravenous (IV) iron started. Patient was transfused one unit of prbcs and anticoagulants were slowly restarted. International normalized ratio (inr) goal was lowered from 2.3 to 1.5-2.5 and hgb increased to 9.2 mg/dl.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was hospitalized, anemia, melena and decreasing hemoglobin was noted. The patient was diagnosed with lower gastrointestinal (colon, rectum and anus) bleeding and it was decided to transfuse packed red blood cells (prbcs). A push enteroscopy was performed and results were negative however video capsule study noted a duodenal ulcer. Anticoagulants were held and proton pump inhibitors (ppi) started. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, b6, b7, d11, e1 a supplemental report is being submitted for corrections. B5 description of event problem corrected to include that during the patient's initial admission, they received a total of five units of packed red blood cells (prbc), their hemoglobin (hgb) stabilized and their warfarin medication was restarted prior to discharge. During the patient's second admission, their international normalized ratio (inr) goal was lowered from 2-3 to 1.5-2.5. B6 laboratory data corrected to 19may2020: hemoglobin (hgb) 9.2 mg/dl. B7 relevant history corrected from atrial fibrillation, non-ischemic idiopathetic dilated cardiomyopathy, hypertension, left ventricular reduction, myocardial infarction, ventricular tachycardia, diabetes mellitus type 2, implantable cardioverter defibrillator (ICD), smoking to atrial fibrillation, non-ischemic idiopathic dilated heart failure, hypertension, left ventricular reduction, myocardial infarct ion, ventricular tachycardia, type two diabetes mellitus, smoking. D11 corrected to competitor ICD. E1 facility name corrected from hospital of (B)(6) to hospital of the (B)(6), street 1 corrected from (B)(6), street 2 corrected to (B)(6), city corrected from (B)(6) and region corrected to pa. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that during the patient's initial admission, they received a total of five units of packed red blood cells (prbc), their hemoglobin (hgb) stabilized and their warfarin medication was restarted prior to discharge. During the patient's second admission, their international normalized ratio (inr) goal was lowered from 2-3 to 1.5-2.5.